Event description:
It was reported via repair work order that the right siderail would not latch upright due to a broken white spindle spacer. It was also reported that the left siderail would not latch upright due to the toprail being broken at the spindle mount flange. Also the head-end jack was stuck elevated due to a malfunctioning jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.